Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi) mode due to an off-label MRI with high voltage therapy disabled. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.